Event description:
It was reported that the bronchovideoscope displayed a b30 error code (scope communication error). The issue occurred during preparation before use inspection for a diagnostic bronchoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction (b30 error code) was not reproduced or confirmed during testing. Based on the investigation results, it is possible that stress was applied to the bending section and charge coupled device (ccd) unit, causing the error code occurrence. However, a definitive root cause could not be determined. Additionally, the device evaluation found a burn at the distal end of the subject device. The customer confirmed that there were no high-energy (laser/high frequency) instruments used without ensuring sufficient distance from the distal end. Based on the investigation results, a root cause could not be determined. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues were identified. The event can be prevented by following the instructions for use (IFU): precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.